Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. No damage on reservoir compartment noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer¿s low blood glucose level was 50 mg/dl and high blood glucose was 350 mg/dl. Customer reported headache and upset as symptoms related to their high blood glucose level. Customer reported crack at the reservoir compartment of the insulin pump. Retainer ring showed no physical damage. The insulin pump will be returned for analysis.